Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with two unspecified mentor gel implants. Post-operatively, the patient reported that their implants ate parts of their ribs and have cause them to have severe chemo, which also gave them heart failure. As a result, the patient underwent bilateral breast implant removal surgery on an unspecified date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, neoplasm malignant; h6 health effect - clinical code e2402: generalized illness; mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 5, 2024, mentor received additional information indicating that the patient is only actually going to be having the implants explanted this coming (B)(6) 2024. The patient has been very sick for twenty four years. An estimated date of implant has been populated.